Event description:
Reportable based on device analysis completed on 10jun2024. It was reported that the coil could not be pushed out. The target lesion was located in the portal vein. A 12mm x 30cm interlock was selected for use. During the procedure, it was noted that the coil could not be pushed out at the connection part of the imaging catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the arm coil, zip tap, and introducer sheath were detached.

Manufacturer narrative:
It was observed that the main coil and a part of the introducer sheath were returned. The main coil was bent and stretched at the coil arm and primary coil section, also the arm coil and zap tip were detached. The introducer sheath was detached. The functional could not be performed due the pusher wire not returned. Dimensional inspection of the main coil revealed the components were within specification.